Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. A pump implant was planned for the end of february.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had an infection and the whole system was explanted on (B)(6) 2016. The patient had a (B)(6) infection last (B)(6) (2016) after implanted. The environmental, external, or patient factors that may have led or contributed to the event were stated as patient compliance. There were no diagnostics or troubleshooting performed. The issue was resolved at the time of the report and the patient status was alive with no injury. The system was stated to be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.